Manufacturer narrative:
Journal name: heart vessels title of article: short- and long-term benefits of drug-eluting stents compared to bare metal stents even in treatment for large coronary arteries authors: literature reference: doi 10.1007/s00380-015-0655-3 received: 25 july 2014 accepted: 27 february 2015 published online: 11 march 2015 year: 2016 issue#: 31. If information is provided in the future, a supplemental report will be issued.

Event description:
Consecutive 228 patients underwent pci with large-size stents from jan 2004 to dec 2007 were enrolled in this study, of this, 113 patients received the implantation of the bare metal stents of which 31% were implanted with the driver bare metal stents. At 8-months follow-up, patients in the bms group underwent revascularization of the target lesion and two patients suffered from very late stent thrombosis.